Event description:
N/a.

Manufacturer narrative:
Additional section: e3, h6. The customer reported that a flixene graft clotted after 11 days. The device in question has not been explanted and no images of the graft have been provided and therefore the complaint cannot be confirmed. Several good faith efforts (gfe) inquiries were made regarding the reported event to the complainant without any answers provided except for the response that the issue was resolved and was not related to the graft, that there was an increase in infection markers related to chest infection and was not related to the graft implantation. Based on the additional information the clotting of the graft as described is likely attributed to the patient conditions and operational context of the procedure. A device history record review and a recurring lot number query was unable to be conducted as the lot number of the device was not provided. The hazardous situation and harm are properly covered within the risk-based documents and the instructions for use are adequate to ensure the proper use of the graft as well as the warnings and precautions are appropriate. A historical review of CAPA, ncrs and complaint history were completed, which did not identify any issues directly related to this complaint, as the reported issue was resolved and associated with patient conditions and not related to the graft implantation. Based on the information provided the root cause is related to the operational context likely attributed to the patient conditions. The complainant had responded that the issue was resolved and was not associated to the graft, that there was an increase in infection markers related to chest infection and was not related to the graft implantation.

Manufacturer narrative:
Due to character restrictions in block e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that flixene graft is clotted after implanting it. There was no adverse event reported.